Event description:
It was reported that while trying to remove a two level reflex hybrid plate using the revision driver, the surgeon broke two draw rod tips when engaging it into screw.

Manufacturer narrative:
Method: visual inspection. Results: the likely mode was torsional overload as examined visually. The cause is not determined, multi-factorial. Conclusion: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal threaded tip broken off during surgery.

Event description:
It was reported that while trying to remove a two level reflex hybrid plate using the revision driver, the surgeon broke two draw rod tips when engaging it into screw.